Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3373-4002 sheath batch number: 1740107 was received for investigation. Visual evaluation of the returned device noted that one of the stopcocks had broken at the weld and was no longer attached to the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 26-may-2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, it was reported by a facility representative via (B)(4) that an ar-3373-4002 sheath is broken. This occurred during a case with no patient effects at all.